Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: error 200 ref 92 and fails ID tuning test due to faulty ID board; fan is too noisy and working intermittently. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the generator plasma kinetic radio frequency board had a faulty. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A device history record review was not performed as this device has been serviced multiple times. A review of the previous service was performed. The previous service had no abnormalities noted that could have attributed to the failures in this complaint. Thus, it is likely that the issues reported in this complaint were not from the service of this device. Based on the results of the investigation, the failure occurred due to the plasma kinetic radio frequency board of the device becoming faulty. However, the root cause of the component faulting was unknown but likely due to general wear and tear over the years. Olympus will continue to monitor field performance for this device.